Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the balloon deflates and they tried two different ones from the same lot. There was no patient injury.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and inspected and lots met the release specification by sampling. No sample was returned for investigation; therefore, no physical investigation could be conducted. A simulation test was conducted with representative samples and no issues were observed. Leak balloon could be due to several reasons. However, in the absence of returned sample and limited information available on this complaint, further investigation could not be conducted and therefore complaint is not confirmed.

Event description:
It was reported that the balloon deflates and they tried two different ones from the same lot. There was no patient injury.